Manufacturer narrative:
One uni-directional, curve f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The magnetic sensor, thermocouples, and electrodes 1-4 met specifications during electrical testing. Optical fibers 1-3 met specifications for optical properties and contact force was displayed when the catheter was connected to the tactisys unit. In addition, the catheter shaft deflected when the steering mechanism was actuated with no anomalies noted and met specifications for curve shape. Analysis of the returned log files concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Following completion of a left sided wide area circumferential ablation (waca), the ablation catheter could not be maneuvered from the left side of the posterior wall in the left atrium to the right side of the posterior wall. It seemed the device fell across the transseptal puncture and back into the right atrium. An attempt was made to maneuver back into the left side, but the posterior wall could not be reached. An echocardiogram revealed an effusion and a pericardial drain was arranged. While awaiting the pericardial drain, the sheath was pulled back across the transseptal puncture into the right atrium and then crossed back into the left atrium and access the right side of the posterior wall was achieved. A few lesions of the right waca were done before the decision was made to stop the procedure and treat the effusion.